Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, gastrointestinal/pelvic floor issues, and urinary incontinence. It was reported that some days the patient thought the ins was working fine for their symptoms, and other days they thought the ins needed to be adjusted; the patient was not sure how to adjust stimulation. The patient had pain after the operation between the plastic bandage and the sutures, and was extremely uncomfortable post-surgery; saturday and sunday were the first days the patient was not in horrible pain. It was noted that the ins had affected the patient¿s bowels rather than their bladder. The patient had a lot of diarrhea so they turned to medication; it was noted the patient had had a diarrhea problem for 2 years, but over the weekend, their bowels became very loose and it was noted to be ¿the same thing¿ this morning. It was noted the patient had horrible dietary habits, so the diarrhea could be something the patient did to themselves. The patient had increased stimulation, but stimulation went ¿from not noticeable¿ to the patient thinking they were being ¿electrocuted¿ and ¿zapped¿. It was noted that the patient programmer showed stimulation was off at the time of the report; the patient was on program 3 at .5 and did not see the lightning bolt in the upper left-hand corner. It was reviewed that stimulation was currently off and this could be the reason the patient was not getting therapeutic effect. The patient decreased stimulation to 0.0, turned the ins back on, and increased to .6 which was too high; the patient decreased to .5 where the patient programmer was set before and stimulation was good there. Patient also reported that the bladder symptoms have decreased by 50% but not the bowel symptoms which has be awful since last week but that all of a sudden they did not have any bladder control at all patient stated that since last settings were changed the bowel symptoms have been worse. No further complications were reported/anticipated.